Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and testing results found that a leak from the forceps, a buckle near the adhesive part of the insertion tube and broken elements from the image. The findings are believed to be associated with mishandling of the device. The device was serviced with required replacement parts and returned to the user facility.

Event description:
The user facility reported that the entire screen becomes black and shows no images. The reporter stated that this was discovered during preparation for use so there was no patient involvement associated to this report. It was also reported that the device was swapped with a working device for the procedure and no further issues were noted.

Manufacturer narrative:
Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.